Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump after battery changes will not always alert the alarms. The customer stated had to change battery every 3 days and motor was slower during rewind also insulin pump lost time and date settings. The insulin pump will not be returned for analysis.